Event description:
The customer reported shaft of peg broken. The patient presented to emergency department. The patient did not receive all medications and skin was irritated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
We have concluded our investigation process related to the reported complaint. Based on the information available to us, we were unable to confirm the event. However, a supplier corrective action report has been opened to further investigate this issue. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined through visual and functional testing of the returned device that it was broken at the union between the valve and tube of the balloon which caused a leak. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A corrective and preventive action was initiated to further investigate this issue. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
Additional information was received on 18sep2023 therefore section b5 was updated to add the new details. An additional health effect - impact code was added to section h6 as well.

Event description:
The customer reported shaft of peg broken. The patient presented to emergency department. The patient did not receive all medications and skin was irritated. Additional information received on 18sep2023 stated that the patient required topical medicals to treat the skin irritation, no treatment required as far as the nurse is aware. Missed medications was given once the new device was inserted.